Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report could not be duplicated or confirmed. The device powered on normally using 10 test duracell batteries. The batteries and electrodes wer not returned for evaluation. No internal faults were identified. The device functioned as intended. The device was recertified and returned to the customer. The AED plus operator's guide states when replacing batteries to remove all batteries from the battery compartment and discard before installing any new batteries. Insert 10 new batteries into the battery well. Do not use old batteries. Press the button in the battery well only after installation of new batteries. No trend is associated with reports of this type.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.